Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, it was stated that the patient followed-up (date unknown) and complained of mesh erosion and continued stress incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.